Event description:
It was reported that five biopsy forceps were damaged all due to the fracture of the fixing pins of the forceps head during an unspecified procedure. The fixing pin of the forceps head fell into the patient's uterine cavity. The fallen part was retrieved. There were no reports of patient harm. The requested additional information from the customer is currently pending. This is report 5 of 5.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d4, d8, h2, h3, h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The complaint could not be confirmed. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer